Event description:
The customer reported that the system displayed a pre-charge voltage error and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and determined the batteries need to be replaced, but the batteries are no longer available from ge. The customer will need to purchase them from a third party vendor. No conclusion can be drawn as repair information is not available.